Event description:
Reporter indicated that pt has experienced heavy breathing since vns implant. Investigation to date has been unable to determine the severity of the breathing problem. It was also reported that the pt is experiencing vision changes and is unable to sleep at night. Additionally, the pt reports "a draining feeling around video cameras and microwaves".